Event description:
In 2002, the patient reportedly fell down and bruised their head. One day later, the patient could not obtain link with their sound processor. The patient was examined by their physician. External equipment was tested and was found to be working. However, since there was still no link, the physician scheduled surgery. The device was explanted.